Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a crack on the display of the insulin pump. Insulin pump will need to be replaced. Customer decided to keep the insulin pump until he receives the new insulin pump replacement. No additional information provided.